Manufacturer narrative:
One cadd cassette reservoir (p/n 21-7308-24 l/n unknown) was received without its original packaging in used condition inside a plastic bag. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were found. Functional testing was conducted by using a syringe to infuse water into the assembly (ay) bag, leakage was found in the connection between the pump tube ab 250 ay bag. A review of the manufacturing process was conducted and deemed adequate with respect to testing and inspection activities. The most likely cause of the issue is that the bag loading operation was not handled properly; the ay bag was damaged.the reported "leaking" issue was confirmed and the source was traced to the manufacturing process.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during a pre-use check a smiths medical cadd medication cassette reservoir was leaking from the medication bag. No adverse effects were reported.